Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump downloaded properly to the care link software noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there is cracked and break at the top of reservoir compartment. Customer stated that sometimes the reservoir fits tight and sometimes it does not. Customer stated she thinks that the wear and tear may cause the damage. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.